Manufacturer narrative:
Update b1/h1 additional manufacturing narrative: per further clarification from the account, there was no sponge left in the patient. Update: h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.

Event description:
Per the customer, the device could not count sponges. Per clarification from the director of perioperative services at the account, there was no sponge left in a patient. The sponges were manually counted as they were not able to be scanned at the end of the case. All sponges were accounted for when the procedure concluded. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the device could not count sponges. Per the customer, a sponge was left in the patient, it is unclear if it was removed. Additional information has been requested from the user facility.